Event description:
It was reported that the patient was having sex when he felt that the left cylinder of the ams 700 inflatable penile prosthesis (ipp) popped about a month ago. The implant failed to inflate and the left cylinder appeared to have silicone sheath damage and fluid loss. The preconnected ipp pump and cylinders were removed and the reservoir was left in place. An entire new ipp was placed and it cycled and functioned as designed. The physician stated that the right corporal body might have a defect and would leave the implant deflated for the next six weeks to see if it healed.

Manufacturer narrative:
The ams700 device was visually inspected and functionally tested. Once cylinder had a leak due to fatigue at the corner of a fold with broken fabric threads and avulsion. The other cylinder performed within specifications. The pump was not functionally tested due to the cylinder failure. Fluid loss and cylinder break were confirmed. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the patient was having sex when he felt that the left cylinder of the ams 700 inflatable penile prosthesis (ipp) popped about a month ago. The implant failed to inflate and the left cylinder appeared to have silicone sheath damage and fluid loss. The preconnected ipp pump and cylinders were removed and the reservoir was left in place. An entire new ipp was placed and it cycled and functioned as designed. The physician stated that the right corporal body might have a defect and would leave the implant deflated for the next six weeks to see if it healed.